Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.visual inspection: we have received the article 04.503.104.01s for investigation. The visual inspection of the complained screw shows that the thread tip is badly worn. The recess however is in good condition. Functional test: the relevant features (thread tip) are damaged in a manner which prevents accurate function check. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: as the lot number was not provided (and not etched on the device), we cannot determine when this screw was manufactured or take our investigations any further. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. It can only be assumed that too much mechanical force whilst inserting into the bone caused the tip damage and this consequently has led to the complaint issue. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide. We can confirm the visible damages are not from any manufacturing nonconformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2019. During surgery, a self drilling matrix neuro screw could not drill when the surgeon tried to insert it into the patient's skull. The surgery was completed although it was not reported how the surgery is finished. There was no surgical delay and no adverse consequence reported to the patient. This report is for one (1) matneu scr 1.5 self-drill l4 tan 1u. This is report 1 of 1 for (B)(4).